Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex esophageal ng stent was to be used to treat a malignant stenosis in the esophagus during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure the physician began deploying the ultraflex¿ esophageal ng stent. After a few cm of the distal end of the ultraflex¿ esophageal ng stent had been deployed the physician was unable to pull the suture. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). An ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 10 mm. During the product analysis, the investigator was able to deploy the remainder of the stent, however it was noted that the catheter bowed during deployment. A visual and tactile examination found no kinks or damage along the shaft of the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal ng stent was to be used to treat a malignant stenosis in the esophagus during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure the physician began deploying the ultraflex esophageal ng stent. After a few cm of the distal end of the ultraflex esophageal ng stent had been deployed the physician was unable to pull the suture. The ultraflex esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.